Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, multiple atrial lead noise reversions were observed. Intermittent atrial noise was observed on the atrial lead. The lead will continue to be monitored. The patient was stable.